Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10065. It was reported the patient (spain) experienced discomfort while charging the ipg. The patient reported she developed bruises and lesions on the skin surrounding the ipg site. The physician elected to explant and replace the ipg upon explant, the physician noted that the ipg pocket was affected by burns. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Results: the complaint regarding pocket heating while recharging was confirmed. Extensive investigation for this complaint has found the ipg can generate excessive heating when recharged with the 3721 charging system. This investigation was addressed in the pocket heating CAPA. No ipg failures observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.